Event description:
It has been reported to philips that system geometry was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry couldn¿t move after the system started up. Rse reviewed the log files and found pos: unable to communicate with geo ipc error, restart did not solve the issue. Upon functional testing, fse connected a monitor to geo ipc and the app of geo ipc didn't start up. To resolve the issue fse reinstalled geo ipc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.